Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease flat . Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify crease smooth opening on anterior. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a crease smooth opening. On anterior assessed to a fold flaw opening additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare provider reported a left side deflation. The device has been explanted.